Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they had a loss of stimulation. There were no falls or trauma reported and no recent electro-magnetic interference reported with this event. The patient tried to use their programmer to communicate with the implantable neurostimulator (ins) and it showed poor communication and the patient was not able to charge. The patient last successfully charged on (B)(6) 2016 and this was also the last time the patient felt stimulation. They had not been charging their device due to other obligations. Additional information received from a manufacturer representative reported that a por was scheduled for (B)(6) 2016. The patient was indicated for non-malignant pain. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.